Event description:
Report received indicated the pt suffered a stroke and expired. This pt was enrolled in the sapphire registry for carotid stenting. At baseline the pt was evaluated with a hospital scale score of (0) as well as a rankin stroke score of (0). The pt was symptomatic. The target lesion was the right proximal internal carotid artery and there were no occlusions in the contralateral side. The lesion's diameter stenosis was 90% with lesion length 22.0mm and reference diameter 4.6.0mm. Total length of stented segment was 40.0mm. The qualitive lesion calcification was concentric and the geometry of the lesion was eccentric. Quantitative lesion calcification, vessel tortuosity and arch type were not documented. Is unk if there was thrombus at the lesion site. The lesion was pre-dilated and angioguard distal protection device was prepped and deployed successfully. One precise was deployed at the intended location. There was no stent malfunction reported. Upon retrieval of the angioguard device there was debris found in the basket. The procedure was completed with a 0% final residual in lesion stenosis.

Manufacturer narrative:
There was no neurological deficit when pt left the angiography suite. The pt was administered aspirin and clopidogrel during pre and post procedure. The day after the stent was implanted the pt suffered a neurological event described as behavioral change and diagnosed as a stroke (intracerebral/subarachnoid hemorrhage). The onset was sudden, duration was greater than 24 hours and the stroke recovery was unk. This event (stroke) was unrelated to anticoagulation and unrelated to both the procedure and cordis product(s). Twenty-one days post stent implant the pt expired. The cause of death was no provided however it was reported unrelated to both cordis product(s) and index procedure. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. Review of lot 13339840 revealed no anomalies during the mfg and inspection process that can be associated with the reported complaint. The product remains implanted in the pt and is not available for analysis. Additional info will be sent within 30 days upon receipt.